Manufacturer narrative:
MDR 2517506-2019-00378 and 2517506-2019-00380. Were filed for the same event. The customer contacted the siemens customer care center (ccc) about a discordant depressed total bilirubin (tbi) result obtained on a neonate patient sample on a dimension exl 200 system. The read 2 absorbance that occurred after the sample addition for tbi and dbi was very low for sample ID (B)(6) processed on (B)(6) 2019. A low change in absorbance continues throughout the reaction and is an indicator of lack of sample aspiration by the sample probe consistent with the subsequent below assay range flagged results. The quality control (qc) performance was precise with no evidence of imprecision or outliers for tbi and dbi. Review of the instrument data indicates the system check was performing acceptably within this time frame and is indicative of proper sample and reagent metering ruling out an instrument problem. Siemens healthcare headquarters support center (hsc) concluded the probable cause of discordant low tbi and dbi results was due to insufficient sample. Hsc concluded that it is not a reagent lot or assay issue. The instrument is fully operational. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant, falsely depressed total bilirubin (tbi) result was obtained on a neonate patient sample on a dimension exl 200 system. The discordant result was reported to the physician who questioned the result. A new sample was processed on the same instrument and a higher result was obtained. A corrected report was issued. There were no reports of patient intervention or adverse health consequences due to the discordant falsely depressed tbi result.